Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a closurefast catheter with an rfg3 during treatment of the patient's right great saphenous vein(gsv) and anterior gsv. IFU was followed. Proper temperature was reached. No parameters of the rfg3 were changed. The vein is reported to have closed. 8 days post procedure during follow-up, ehit was identified trailing 3mm from the common femoral vein (cfv). The patient was prescribed 325 mg asa and will return for repeat duplex in 1 week. No further injury reported.